Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under some of the sensing electrodes. Patient described the rash as red, raw and peeling. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician advised to remove the lifevest and return it. Patient applied vaseline and a dressing to the irritation. Follow up indicated that the skin irritation is improving.